Manufacturer narrative:
Insulin pump passed the displacement. Pump received with loose drive support cap and cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump was making a grinding noise and it's working slower. Customer's blood glucose value was unknown. Customer statured drive support cap appeared to be normal. Assisted customer to performed self test and displacement test which was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.